Event description:
It was reported that this lead was reported to be damaged. When the physician removed this lead from the packaging, a bend was noted near the lead connector. This lead is expected to be returned for analysis. No patient involvement.

Event description:
It was reported that this lead was reported to be damaged. When the physician removed this lead from the packaging, a bend was noted near the lead connector. This lead is expected to be returned for analysis. No patient involvement.